Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise due to the minute ventilation (mv) sensor. The noise was noted to not be oversensed on the right atrial (ra) channel so boston scientific technical services (ts) provided guidance to program off the respiratory rate trend (rrt) feature and check the leads. It was also reported that this patient received anti-tachycardia pacing (atp) and shock therapy from their ICD device. The therapy was noted to briefly convert the arrhythmia but then it resumed. The arrhythmia subsequently converted on its own but then resumed again followed by additional atp and shock therapy which failed to convert the arrhythmia and therapy was exhausted. Ts discussed device programming options with the boston scientific representative if it is desired for the device to inhibit therapy more. The device remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise due to the minute ventilation (mv) sensor. The noise was noted to not be oversensed on the right atrial (ra) channel so boston scientific technical services (ts) provided guidance to program off the respiratory rate trend (rrt) feature and check the leads. It was also reported that this patient received anti-tachycardia pacing (atp) and shock therapy from their ICD device. The therapy was noted to briefly convert the arrhythmia but then it resumed. The arrhythmia subsequently converted on its own but then resumed again followed by additional atp and shock therapy which failed to convert the arrhythmia and therapy was exhausted. Ts discussed device programming options with the boston scientific representative if it is desired for the device to inhibit therapy more. The device remains in-service. No additional adverse patient effects were reported.